Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred and that the pump date was incorrect. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however, the alleged pump date issue was not.